Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim no vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. Complaint for 081 no vibration could not be confirmed. The root cause could not be determined post investigation. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding no errors related to incident. A global receiver functional test was performed on the receiver and it passed, finding no failure. The complaint of 081 no vibration was not confirmed. The root cause could not be determined post investigation.